Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to not boot up. Fse analysis the system and identified that the suite pc and hdd1 power was not illuminated. As a troubleshooting action fse swapped the hdd1 and hdd3 cables on the back of the drive bay and moved the hdd from 1 to 3 slots and reinstalled the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system will not boot up. The device was outside clinical use at the time of the event. No patient harm was reported.